Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Unable to charge ipg was reported to abbott. Therapy was restored with post operative programming. The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following recent falls, patient experienced pain at the ipg site and difficulty charging. As a result, surgical intervention may be undertaken to address the issue.